Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5147148.

Event description:
It was reported that the patient's right atrial lead exhibited low pacing impedance. The lead remained implanted. There were no patient consequences.